Event description:
On 22-sep-2025, the user reported discontinuing the ilet system and returning to the tandem pump after consultation with their healthcare provider. The user experienced frequent highs (up to 300 mg/dl) and lows (down to 40 mg/dl) that caused discomfort and disrupted sleep. Highs were corrected with supply changes and multiple daily injections (mdi), and lows were treated with juice, glucose tablets, and candy. The highest blood glucose (bg) recorded was 300 mg/dl, and the lowest was 40 mg/dl. The user's reported symptoms during the event were overall discomfort, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.